Manufacturer narrative:
(B)(4). According to the starclose se instructions for use, the safety of repuncture at any time through any part of a previously deployed starclose clip, and the safety of subsequent closure of this repuncture using the starclose vascular closure system, have not been established. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that right common femoral arteriotomy closure and hemostasis was successfully achieved using a starclose se clip after a diagnostic coronary percutaneous procedure. The next day the right common femoral artery was reaccessed for an interventional procedure. The access needle and 6f micropuncture sheath went through the previously placed starclose se clip and a 0.035 guide wire was placed. When the micropuncture sheath was removed it tore into two parts. One part came out of the anatomy and the other part was stuck in the starclose se clip in the anatomy. The patient was given versed and a local anesthetic and a small cut down was performed to remove the piece of the sheath and the starclose se clip. The vessel was surgically closed and hemostasis was achieved. There was no reported adverse patient sequela. The percutaneous coronary intervention was successfully performed using a left common femoral access site. There was a clinically significant delay in the interventional procedure due to the cut down to remove the micropuncture sheath and clip. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). It was initially reported the device was returning; subsequently, it was reported the device is retained at the facility and will not be returned. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar device caused damage to another device incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.